Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's blood glucose level was 9 mmol/l at 7am on the (B)(6). This rose to 32 mmol/l at lunchtime where the patient was then taken to hospital with diabetic ketoacidosis. The patient was treated with IV insulin and stayed in hospital overnight. He stated there were several warning and maintenance messages in the device history that he was not aware of. He stated the pump doesn't alarm when there is an error. A request was made for the return of the device.